Event description:
It has been reported to philips that the wireless footswitch could not be used. The device was in clinical use. The customer used a wired footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, this complaint is not related to the issue addressed in the medical device correction z-0476-2022. Instead, this complaint is related to a temporary electrical issue. As per the communication, the issue occurred during a diagnostic procedure, which was completed as planned by using the wired footswitch. A philips remote service engineer (rse) inspected the system remotely and found that the wireless foot switch (wfs) battery and wi-fi indicator lit up red, and the device could not be used for a while. Upon troubleshooting, wfs was switched on and off and connected to the charging cable for fifteen minutes. Rse identified that the issue occurred because of the temporary electrical problem. After reconnecting the battery and powering it on and off, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.